Event description:
It was reported that episodes of vt/vf due to post-sensed t-wave oversensing via remote transmission. Oversensing led to delivery of inappropriate atp therapy. It is noted that the patient had stopped all medications during this time and is suspected to have caused the oversensing. Programming changes were made. Patient is well.

Manufacturer narrative:
.